Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The treatment was not reported. The patient was hospitalized for eleven days prior to being discharged. At the time of the report, the patient was fully recovered from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The patient's exact date of birth is unknown; however, it was reported that the patient was born in 1976. As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.